Event description:
Hair loss, fatigue, brain fog, no energy, sore muscles, muscle weakness, neck and back pain, nausea, longer recovery time for everything. Skin eruptions on face, vision changes/ worsening vision. Weight gain, adrenal fatigue diagnosis, low cortisol and low progesterone. Poor memory, lose words, thoughts, focus. Skin cancers on face. Stopped menstruating 6 months prior to explant. Since explant have been regular every month. Had intermittent tingling in fingers. Slept a lot and never felt like enough sleep. Heart palpitations.